Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device entered backup vvi mode. The device was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
The backup vvi memory image obtained from the field revealed that backup vvi was caused by a bus controller anomaly in an integrated circuit caused the microcontroller unit to attempt to access a non-existent address, thereby causing a reset. The device was fully functional during bench testing and the resets that caused the backup vvi were not replicated during testing which included temperature testing.